Event description:
It was reported that an aseptico endo dtc experienced torque issues, possibly causing two files to separate on the same patient. The patient was referred to a specialist who successfully retrieved the separated pieces.

Manufacturer narrative:
Because evaluation of the unit involved is not complete as of this report and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. The device was returned to the physical manufacturer for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.